Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. A revision procedure has been indicated due to elevated metal ion levels; however, no revision has been reported to date.

Manufacturer narrative:
This follow up report is being filed to relay device evaluation results. Examination of the returned devices revealed evidence of wear patterns most likely caused by subluxation or micromotion, which could be the result of acetabular malpositioning or a degree of joint laxity. Further information would be necessary to confirm the root cause of the event. There are warnings in the package insert that state these types of events can occur. It states, ¿improper preoperative or intraoperative implant handling or damage (scratches, dent, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear", "thoroughly clean and dry taper prior to attachment of the modular head components to avoid crevice corrosion and improper seating", "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components", and "malalignment of the component or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure.¿ this report is 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00225 & 00281).

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Initial reporter - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00225 & 00281).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reports a revision procedure has been indicated due to elevated metal ion levels; however, no revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product ID - unknown; device info - unknown; date implanted - unknown; reporter name ¿ unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.